Manufacturer narrative:
(B)(4). Concomitant medical products - nexgen femur # 00596401652 lot # 63463915, nexgen tibial tray # 00598003701 lot # 63522861. (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the bearing would not insert during a knee arthroplasty procedure. The surgery was completed with another device.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Evaluation of the returned product identified damage to the distal side of the device. The dovetail feature was noted to be compressed and flared out. Measured dimensions were conforming to print specifications. Device history record was reviewed and no discrepancies were found. Compression of the articular surface dovetail can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. The root cause is due to user error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.